Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant loss of capture was noted. A fluoroscopy was performed, lead dislodgement was noted. The lead was explanted and replaced. The patient was in stable condition and would be monitored normally.